Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14267. It was reported that the patient presented at the hospital for a check. Several non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. The recommended programming changes were made. Atrial lead noise, low sensing and impedance were also noted on the stored egm. None were seen via isometrics. No intervention was performed. Patient was stable and denies any dizziness.